Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
It was reported that a guide wire was placed in the left anterior descending artery (lad) and pre-dilation was performed using a non-abbott balloon. The balloon was withdrawn and replaced with a 2.5 x 20 non-abbott balloon. A 2.75 x 23 xience v was deployed at 18 atm. The stent and guide wire were removed and the guide wire was placed back down the vessel into the side branch. A new bmw guide wire was placed down the lad and a non-abbott balloon dilatation catheter was used to post dilate. The balloon and guide wire were removed from the lad and then an attempt was made to remove the bmw guide wire from the side branch, however, the guide wire was jailed in the side branch so, difficulty was experienced withdrawing and when the guide wire was withdrawn, it was stripped of its polymer coating.